Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that customer was going for emergency medical service for dizziness. Blood glucose was 297 mg/dl. She was unable to send meter results to insulin pump anymore. The insulin pump will not be returned for analysis.